Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿after successfully anchoring t1, t2 failed as it was dislodged from the device before we could deploy it.¿ t1, t2 and suture were not returned. The depth limiter was returned. It had been creased and has a circular imprint in it. At some point, another instrument or device grasped or confined it tightly. The delivery needle was not damaged otherwise. It cycled and actuated as expected. No mechanical issue was determined. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during acl with meniscus repair, after successfully anchoring t1, t2 failed as it was dislodged from the device before the customer could deploy it. The procedure was successfully completed using a back-up device with no delay. No patient injury or other complications were reported.